Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium was being used on an unknown date during a robotic hysterectomy and ¿this vcare medium device broke while in the pt. The balloon ended up getting stuck in the cervix.¿ after further assessment it was found that "all pieces were retrieved successfully" and "after removal of device, surgeon removed uterus and all vcare parts". Patient is "ok". There was no impact or injury or prolonged hospitalization for the patient. The procedure was completed with a 10 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 45 reports, regarding 43 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium was being used on an unknown date during a robotic hysterectomy and ¿this vcare medium device broke while in the pt. The balloon ended up getting stuck in the cervix.¿ after further assessment it was found that "all pieces were retrieved successfully" and "after removal of device, surgeon removed uterus and all vcare parts". Patient is "ok". There was no impact or injury or prolonged hospitalization for the patient. The procedure was completed with a 10 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.